Manufacturer narrative:
This product has been received; however, analysis has not begun as stated. Additional information will be proved within 30 days of receipt.

Event description:
After removing the precise rx from the package, the stent was noticed partially deployed. There were no packaging damages. The stent was mostly contained within the outer sheath during inspection. The device was not clinically used. Another device was used to complete the procedure. The physician was performing a carotid stenting procedure.